Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were noise and mode switch. A complete lead was returned in two pieces. The reported event of noise was not confirmed. Visual and x-ray inspection of the lead found damages consistent with occurring at time of procedure. Electric testing was normal with no anomalies found.